Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and medical history, was not available and therefore a root cause investigation was not performed. Not withstanding the above, a review of complaints' trend reveal that all of the alere determine hiv 1/2 ag/ab combo batches are performing according to label claims. Attempts to gain additional information were not successful.

Event description:
A customer reported seven (7) (B)(6) ab results since (B)(6) 2018 with the alere determine hiv 1/2 ag/ab combo test. There is insufficient information to determine if a malfunction occurred. No information was provided regarding the patients' gender, pregnancy status, treatment or patient outcomes. No device lot numbers were provided. Attempts to gain additional patient information were not successful.